Event description:
A report was received that the patient had a trial procedure and since then he was experiencing pain and had a muscle spasm. It was still unknown if it was device or procedure related. The patient underwent a lead pull procedure and was prescribed with steroids.